Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to subclavian crush injury to the lead. As a result, lead was explanted and replaced. No additional adverse patient effects were reported.